Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a split was observed in the grey-luered extension tubing, near the molded joint. Microscopic examination of the catheter split confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. Blood residue was seen on the sample which showed that the product had undergone at least some use. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. Reference faqir 990196 for further information regarding this type of event. The damage location suggested that catheter securement./maintenance may have contributed. The product IFU states ¿avoid accidental device contact with sharp instruments¿. A lot history review (lhr) of redp2650 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking. The nurse stated it was not leaking from the insertion site. When facility contact assessed the PICC, she found it was leaking from near where the gray port attaches to the suture wing. It was stated the PICC did not leak all the time, just when the line was moved in a certain position. The PICC was originally placed just yesterday. Rn had to overline exchange the line causing the pt an extra procedure and infection risk.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp2650 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking. The nurse stated it was not leaking from the insertion site. When facility contact assessed the PICC, she found it was leaking from near where the gray port attaches to the suture wing. It was stated the PICC did not leak all the time, just when the line was moved in a certain position. The PICC was originally placed just yesterday. Rn had to over line exchange the line causing the pt an extra procedure and infection risk.